Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the reservoir housing is cracked and the reservoir falls out. Customer stated that the pump randomly restarts. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.